Event description:
The customer reported several battery related issues. The customer also stated that she had to go to the hospital for assistance due to these issues. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube.